Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. It was noted that an alert was triggered for the right ventricular (rv) lead due to impedance out of range. In addition, the lead integrity alert (lia) and lead noise alert were triggered. Detections were programmed off, and the rv lead was later capped and not replaced. No further patient complications have been reported as a result of this event.